Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for compact plus system 1. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 1.5 mmol/l (compact plus system 1) and 9.9 mmol/l (compact plus system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.